Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a loss of phrenic nerve stimulation was observed indicating phrenic nerve palsy (pnp). The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.